Event description:
Patient is an insulin dependent blind diabetic. Pt's meter does not seem to be working. Examples are 125 mg/dl followed 20 minutes later with a result of 97 mg/dl and then 20 minutes later 20 mg/dl. It is unknown if any medication was taken between readings. Patient received a result of 245 mg/dl when it was only 90 mg/dl. The complaintant stated that patient went into diabetic coma and family member called an ambulance. No direct comparison data was provided. While on the phone a review of the system was attempted. The customer was using reagent lot number 2g05as with an expiration date of 01/2004. The customer did not have a control solution or check strip. A request was made to return the system for evalution and in the meantime a replacement unit was provided.